Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient experienced inaccurate cgm values. The day of the event the experienced feeling bad but no specific symptoms were reported. The patient went to the hospital and when a fingerstick was taken the cgm reading was low, and the blood glucose reading was high. When ketones were tested these were 4.2 mmol/l. The patient was treated following a diabetic ketoacidosis protocol, and a sliding scale was applied (route not specified). No further medication was reported, and the patient was discharged after spending 1 day at the hospital. At the time of the report the patient was stable. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.